Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm and no moisture damage on electronic assembly. No unexpected battery out of limit alarm. The device had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He then changed the battery and received a battery out limit alarm. The customer also reported that the buttons were not responding. The customer stated the insulin pump was exposed to moisture prior to the alarm and keypad issue. Blood glucose value was 164 mg/dl. Customer was advised to discontinue the use of the device. He had reverted to a backup plan. The insulin pump was replaced and returned for analysis.